Event description:
It was reported to philips that the device had a defective ac power module. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
The follow up report was sent as the results code was inadvertently left off of the original report.